Event description:
This rv lead was implanted on (B)(6) 1996 and remains implanted at this time. A red alert of high shock lead impedance was detected on (B)(6) 2013. Additional information stated that impedances have been trending in the 90's to 1 00's ohms. On (B)(6) 2013, it was 112 ohms and 125 ohms on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).